Event description:
A report was received that the patient's ipg was titled causing charging difficulties. The patient underwent a pocket revision procedure. No device malfunction suspected. The patient was doing well postoperatively.